Event description:
A lyric hearing aid that had been inserted in my ear (B)(6) 2016 failed after only five days. (B)(4) advertises lyric battery life is two to three months. This is my ninth lyric hearing aid that has failed in less than a week.